Event description:
Description from the incident report: "during use on a patient, the perfusionist noticed a blood leakage at the blood inlet of the oxygenator. The pack was not replaced , the perfusionist added a clamp to perform the procedure. The customer also noticed that a 2nd similar problem occurred with a pack from the same lot number, on a different patient. But for this 2nd problem, just few drops have been noticed and the pack was used without performing actions on it. For both, no clinical consequences were reported by the customer." Additional information, received on (B)(4) 2014: "the leakage occurred at the connection between the blood inlet of the oxygenator and the tubing (as you can see in the picture provided together with the ncr)". "The complaint made by the customer noticed 2 similar events for the same lot number on 2 different patients. For the 1st event, the customer noticed a moderate leakage (as often, we have no accurate quantity). For the 2nd event, just 3 blood drops were noticed on". (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Based on the reported event we refer to (B)(4)which has also been reported to FDA. Given the fact, that the device is not available for investigation, we can not give any root cause. Maquet cardiopulmonary (B)(4) is not able to confirm the failure because the device is not available for investigation. Maquet cardiopulmonary (B)(4) will continue to monitor incoming reports for any trends and to determine if further action is necessary. (B)(4).